Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The insulin pump primed properly during testing. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call the insulin pump had prime/fill anomaly. The customer¿s blood glucose was 30.0mmol/l at the time of the incident and treated with the insulin pump. The customer's parent stated that they have filled the reservoir with 113u of insulin and does not know what happened to the rest of the insulin because only 20u was according to the status and by visual check. The parent stated that they did not know what happened to 80u because corrections were not that much. It was reported that there was no indication of leaks on the insulin pump, the customer's clothes and bed. The insulin pump was replaced. The insulin pump will be returned for analysis.